Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies during the night and had been waking up with high blood glucose. Customer stated that the night before, his blood glucose value was 120 mg/dl and the insulin pump went into threshold suspend because the sensor was reading 52 points below. Customer mentioned that his resting heart rate is 28 and he exercises a lot and is unsure if that could affect the sensor readings. Customer was advised about the importance of calibrating and was advised to review the carelink reports.